Event description:
.

Event description:
It was reported that when stimulation was turned on, the patient felt a burning sensation in the neck area by her ears that was painful and was causing ¿pretty bad headaches.¿ it was reported that the wire was getting hot and could be felt when palpitated. It was noted that this started 7-10 days prior to the report and no particular on setting event was identified. The reporter noted that the location of the patient¿s symptoms were at the lead extension connection site. It was further reported that the cause of the event was due to weight loss. It was noted that the weight loss caused a pulling of the leads and that the patient experienced pain in the neck. It was noted that there were no abnormal impedance measurements and the patient did not require hospitalization. The reporter noted that there was a revision and an x-ray was done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40 lot# v499735, implanted: 2010 (B)(6), product type lead product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 37085-40 lot# serial# (B)(4), impl anted: 2010 (B)(6), product type extension. (B)(4).

Event description:
This manufacturing report no longer applies to the event. Refer to manufacturing report #6000153-2015-00465 for the updated version of this event.